Event description:
It was reported that a pt underwent a indirect right inguinal hernia repair procedure, with a large mesh inplant in 2009. Post-operatively, the pt was not passing bowel movements or gas and made two trips to the ER for this, as well as abdominal discomfort. On one visit to the ER, the pt was "given some treatment" and had a bowel movement following that. The surgeon saw the pt about one week post-operatively. The pt was doing well and had no abdominal or wound issues, and the abdominal examination was essentially normal at that time. The pt returned to the emergency room several hours later in abdominal distress, with an elevated white blood cell count, abdominal distention and x-ray evidence of an obstruction. After admission, the pt's condition rapidly deteriorated and he died approx twelve hours later. The autopsy report found small intestine adhesion to hernia and mesh with subsequent small bowel obstruction and ischemia and peritonitis. The cause of death was indicated to be sepsis, due to small bowel obstruction.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.